Event description:
It was reported that the patient¿s stimulator was turning off. This started occurring earlier this year. The patient would stop feeling stimulation and then check with the programmer to find that the stimulator was off. It did not correlate with the charge level. The patient charged regularly once a week. The patient had some falls/trauma but it was not known if it correlated with the device turning off. Impedances readings ranged from 2471 ohms to greater than 3600 ohms on electrode 8. The electrode impedances were on the higher end but the therapy impedance was in a normal range. The patient was programmed with electrodes 5, 6, 7 and 13, 14, 15. It was unknown if the stimulation change was related to position. The patient was advised to keep a log of when they felt the stimulation turn off. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007. Product type: programmer, patient product ID 377775, lot# v010569, implanted: (B)(6) 2006. Product type: lead, product ID: 377775, lot# v010569, implanted: (B)(6) 2006. Product type: lead. (B)(4).